Manufacturer narrative:
The product was returned along with a photograph of the product in use at the hospital. The cause of the introducer leaking is a failure of the seal between the valve and the hub. The cause of the failure of this seal is unknown.

Event description:
The patient was admitted for a high risk angioplasty (hrpci) and the team observed that at the access site there was excessive bleeding. The observation of the blood loss was at a split in the introducer placed at the left femoral artery. The introducer was placed as access for the impella cp. The team believes the patient to have lost 1 liter of blood. The blood loss prompted the ordering of blood replacement products and the treatment of hypotension with neo-synephrine boluses x 11. The patient remained on impella support, despite the blood loss, and the angioplasty was completed and the patient discharged from the catheterization lab without lasting harm or injury.